Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death were progressive supranuclear ophthalmoplegia and coronary artery disease. No further information is available.

Manufacturer narrative:
A partial lead measuring 7.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.